Manufacturer narrative:
Findings: unit passed displacement test and self-test. Unit downloaded properly. However history file filled with a47 alarms. A47 alarms due to corrupted history file. Unit received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that insulin pump had no rf communication. Customer's blood glucose was unknown mg/dl. The customer stated that it is impossible to download to carelink.